Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/21/2018 and strip open date is (B)(6) 2015. Reviewed meter memory (date and time not set): 136mg/dl (B)(6) 2015 07:34:00 pm fasting:yes; 169mg/dl (B)(6) 2015 09:48:00 pm fasting:yes; 168mg/dl (B)(6) 2015 09:32:00 pm fasting:yes; 128mg/dl (B)(6) 2015 05:49:00 pm fasting:yes; 205mg/dl (B)(6) 2015 10:42:00 pm fasting:yes. Customers concern: with 136mg/dl. Customer ran a control test on (B)(6) 2015 at 8am (fasting) with her meter and got result 136mg/dl and with her doctors meter she got 166mg/dl. Customer normal range is 120-130mg/dl fasting .customer is storing strips on the kitchen counter and opened strips on (B)(6) 2015.